Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a suspected fracture of the right ventricular (rv) lead. It was noted that the patient had a peculiar anatomy at the subclavian level that may have damaged the lead. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.